Event description:
It was reported that a physician was attempting to place a lead boot on an implanted lead, when a device issue occurred. When trying to push the protective boot onto the lead, it had struck something midway and would not advance further. When trying to pull the boot back off, it would not pull back, and had to be cut off of the lead. A new boot was placed over the lead with no problems and no damage to the lead.

Manufacturer narrative:
(B)(4).